Manufacturer narrative:
The sample was not received. With no additional, related information provided, the customer reported event could not be confirmed. The 25 gauge illuminated flex curved laser probe, lot number (l/n) was manufactured on december 5, 2017. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. However, a probe was sent for evaluation. A 25ga probe was received for evaluation. A visual assessment of the returned sample showed signs of excess adhesive on the cannula-nitinol junction. When the sample was inserted through a 25ga trocar it became stuck, replicating the reported event. However, the reported event of bent tip was not confirmed the root cause of the reported event can be attributed to ineffective removal of excess adhesive. Based on the information obtained, the root cause of the reported bent tip could not be determined conclusively. An internal investigation was opened for this issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the laser probe tip was bent and unable to be inserted into the trocar cannula during a retinal procedure. The laser probe was exchanged to complete the procedure with no harm to the patient.